Manufacturer narrative:
The cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).

Event description:
A report was received on 07 nov 2025 from the home therapy nurse (htn) of a 71 year old female patient, approved for performing hemodialysis without the presence of a care partner and with a medical history including significant cardiovascular comorbidities, refusal of blood product transfusions, and end stage renal disease, who stated an unspecified amount blood was noted leaking from the bloodline during the last twenty minutes of a home hemodialysis treatment on (B)(6) 2025. The patient called emergency medical services and was transported to the hospital. Additional information was received on 10 nov 2025 from the htn stating the patient was admitted to the hospital with shortness of breath, weakness, dizziness, and stated that she refused all blood product transfusions. Approximately five hours after admission, the patient experienced seizure-like activity followed by crushing chest pain and worsening bradycardia. Unsuccessful resuscitative efforts were initiated. Per hospital records, the cause of death was cardiac arrest.

Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. Evaluation of the available log files was unremarkable with no product deficiency identified.